Manufacturer narrative:
The customer passed away on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump had intermittent failed battery test alarm when the test battery was removed and reinserted due to corroded battery tube. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the date (B)(6) 2023 listed on smartsolve and the days prior to the event date. There was no data available on (B)(6) 2023 to (B)(6) 2023 in the pump history file. (B)(6) 2023 dailytotalofallinsulindelivered = 68.625 (B)(6) 2023 dailytotalofallinsulindelivered = 72.6 (B)(6) 2023 dailytotalofallinsulindelivered = 62.575 (B)(6) 2023 dailytotalofallinsulindelivered = 82.725 (B)(6) 2023 dailytotalofallinsulindelivered = 24.625 there was no data available on the event date (B)(6) 2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date (B)(6) 2023 due to no data available. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 12:00:26.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 12:35:17.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 13:05:26.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 13:15:00.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 18:41:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 08/04/2023 10:36:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 15:07:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2023 15:38:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2023 15:48:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2023 15:49:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 15:49:17.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 15:49:28.000 alarmalertnotification faultnumber = batt out limit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was an expected alarm triggering after the low battery alert. Off no power was expected due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to pump's time reset. (B)(6) 2009 00:00:01.000 timereset historyrecordlength = 19 oldsystemtime = (B)(6) 2009 00:00:01.000 newsystemtime = (B)(6) 2023 15:49:00.000 sensor error alert (801) not confirmed. Lost sensor alert (780) not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Pump error 23 not confirmed. Batt out limit (6) alarm not confirmed. Pump was cut open to perform visual inspection and found moisture damage and debris on the pcba1, and pcba2. No damage noted on the force sensor or motor. The pump passed the functional testing. Failed battery test alarm confirmed due to corroded battery tube. Moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had passed away on (B)(6) 2023 at home. Troubleshooting was not performed. Customer was transported to the medical examiner's office by ems, after being found deceased. Bg level reported at post mortem was between 700-800mg/dl and ketones were found in the urine. It is unknown if there were any other health issues. It was also reported that customer's sister was told by customer on (B)(6) 2023, that her pump was not working and "she took the pump to someone to review it and was told the pump needed to be replaced." The pump and cgm were reported as being worn at the time of the event. The pump is expected to return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.